Manufacturer narrative:
Internal complaint reference: case: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that following a partial right knee surgery performed on (B)(6) 2022, the patient experienced a poor outcome. All prescribed physical therapy and follow-up appointments were completed, and the patient remained off work for six weeks. Although the knee initially showed improvement, significant pain recurred in august 2022. This adverse event was subsequently treated with a revision surgery on (B)(6) 2023, during which the procedure was converted to a total knee replacement. Once again, all required physical therapy and follow-up appointments were completed, and the patient was off work for an additional eight weeks. Despite the revision, the patient remains dissatisfied with the outcome of the total knee replacement. It was later discovered that the device used in the partial knee replacement surgery had been withdrawn from the market. Since the total knee replacement surgery, knee pain has improved compared to pre-revision levels; however, persistent pain remains. The area surrounding the knee continues to exhibit swelling and is noticeably larger than the contralateral leg. The patient attributes prolonged limping and chronic knee pain to increased stress and strain on the back, which is believed to have contributed to an l4/l5 spinal fusion performed in (B)(6) 2025. It was further reported that the patient was required to take extended periods off work related to the knee condition, incurred costs associated with two knee replacement surgeries and endured ongoing pain and suffering resulting from both procedures. The patient maintains that had the device not failed and subsequently been removed from the market, these outcomes could have been avoided.